Event description:
5 infusion sets, from this lot, have cracked, after being in use for a couple of days. Reporter indicated that patient's blood glucose was not affected and no treatment was received.